Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post system implant during pre-discharge evaluation , the right ventricular lead exhibited high pacing lead impedance. High voltage lead impedance could not be obtained. The physician decided to perform lead revision. During the procedure, it was noted that there was no dislodgement which was confirmed upon fluoroscopy. The lead was tested with pacing system analyzer. Sensing, impedance and threshold were noted to be within normal range. The patient was stable before, during and after both the procedure.